Manufacturer narrative:
The user facility initially reported that the solenoid valve was broke causing the reported event to occur. A steris service technician inspected the washer and found that contrary to the user facility's report of the valve be broken the steam valve was clogged with an unknown material. The technician stated that the material resembled an o-ring. As the steam valve was clogged with debris it caused the hot water tank to boil over subsequently causing the reported event to occur. The technician was unable to identify where the material that clogged the steam valve came from. The technician cleaned the debris from the steam valve, ran a test cycle and confirmed the washer to be operating properly.

Event description:
The user facility reported that steam was leaking from their reliance 220 cart washer. No report of injury.